Event description:
During a dbs case, the microdrive component of the stimpilot system would not communicate with the stimpilot workstation, thus causing an error message. The connection between the micro drive and the stimpilot had to be reconnected several times to get the drives position to update on the stimpilot. This caused a delay in the case. At some point during the case, the pt began to hemorrhage and the surgeon aborted the case.

Manufacturer narrative:
Investigation of this event is still in progress - actual stimpilot device used during this case is being evaluated. At the time of this initial report, section a pt info is not available. Follow-up report(s) will be submitted accordingly to update results of the investigation and section a info.